Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, the programming history was reviewed as part of the periodic high impedance review. High impedance was observed on (B)(6) 2012 and (B)(6) 2012, after the date of implant ((B)(6) 2013). The impedance was resolved on system diagnostics performed (B)(4) 2012.